Event description:
Healthcare professional reported left side capsular contracture baker grade IV, seroma-late, crease/folding of implant, local reaction, granuloma, and rupture. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, crease/folding of implant, local reaction, granuloma, rupture

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, seroma-late, crease/folding of implant, local reaction, granuloma, and rupture. The device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, seroma-late, crease/folding of implant, local reaction, granuloma, and rupture. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01aug2024.